Manufacturer narrative:
Findings: unit received with minor scratched lcd window, faded serial number label, missing reservoir tube o-ring and missing retainer. Unable to perform displacement test due to missing retainer.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the retainer ring was loose and that the reservoir does not stay in place. Customer's blood glucose was 9.9 mmol/l. Advised that the insulin pump would need to be replaced. The product will be returned for analysis.